Event description:
Customer reported 240 mg/dl on advantage system 1, 107 mg/dl on advantage system 2 within 10 minutes. Strips lot 549830 in advantage system 1 failed controls, strips lot 551577 in advantage system 2 passed controls. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
See medwatch with a1 patient for advantage system 2. This medwatch is being filed for advantage system 1.